Manufacturer narrative:
The investigation is in process. No additional info is available at this time.

Event description:
It was reported that: "femoral drill seized inside of drill guide during case. Surgeon was forced to free-hand drill femoral ped holes."